Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address poly wear of the insert and patella, osteolysis, and loosening of the femur and tibia at the cement/implant interface (depuy cement was used in the primary surgery).